Event description:
Unomedical reference number: 1646415. Event occurred in the united states. The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023. The issue occurred with one infusion set used for one hour. The blood glucose level of the patient at the time of event was 168 mg/dl. No further information was available.